Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that on september 02, 2015 a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the handle could not be turned resulting in failure to deploy the bands. It was reported that the trip wire was stuck in the middle of the handle. There was no difficulty noted in setting up the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present on the device ligator head indicating use or handling. A visual examination of the ligator head found six (6) bands present and in correct position with one (1) band deployed and not returned. It was noticed that the ligator head teeth were not damaged. The suture was observed to be unbroken and attached to both the ligator head and the trip wire loop. It was noted that the trip wire was cut approximately 103 cm from the distal end with the proximal portion still attached to the handle assembly. It was also observed that the proximal loop of the trip wire was retracted into the handle post. It was noticed that the trip wire had not been secured in the handle slot. The slot shows no evidence that the trip wire had been secured. The trip wire was caught between the handle spool and bracket and both had been gouged by the trip wire in several places. In addition, the trip wire was deeply embedded into handle bracket. An observation of the handle assembly found the shank to have been detached from the handle bracket. A functional evaluation of the handle could not be performed as the handle and trip wire were damaged. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire allowed the wire to fall between the handle spool and bracket during use. The embedding of the trip wire in the handle bracket and the shank detachment were most likely caused as the user applied pressure to the handle in an unsuccessful attempt to rotate the handle. Therefore, the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that on (B)(6) 2015 a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the handle could not be turned resulting in failure to deploy the bands. It was reported that the trip wire was stuck in the middle of the handle. There was no difficulty noted in setting up the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.